Manufacturer narrative:
No report of patient involvement. Date of device manufacture year is 2003. The month of manufacture was august. A ge healthcare service representative performed a checkout of the system and confirmed the stated issue. The bellows block was found to be leaking. The block was reseated to resolve the reported issue.

Event description:
The hospital reported that, the unit has high leakage. High leak failed on the manual ventilation test. There was no reported patient involvement.